Manufacturer narrative:
This form was completed by the manufacturer.

Event description:
A piece of what appeared to be a string entered the eye with this viscoelastic. The piece was retrieved during the same procedure. The patient suffered no adverse effects.